Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2016-03517, 2134265-2016-03518, and 2134265-2016-03852. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in a severely tortuous and moderately calcified lesion. During a procedure, an opticross imaging catheter was used in conjunction with an ilab and a sled. Upon pullback, the automatic pullback has stopped. Reconnection of the opticross was done, however, the issue was not resolve. The physician removed the opticross and replaced it with another opticross, however, same issue occurred. The procedure was completed with another opticross. No patient complications were reported and the patient's condition is good.